Event description:
It was reported that the patient experienced cycling issues, and fluid leak with an inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient was reported to be fine after the surgery. No more information available at the moment. Should additional information become available, it will be provided.